Event description:
Additional information was received from the company representative (rep) reported that the first refill was performed around early this year (B)(6) 2025. Also, regarding the volume discrepancy, they were not given exact numbers, only that it would be 6-8cc different.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving unknown morphine d rug via an implantable pump. It was reported that the 8709 was implanted for 15 plus years. The patient started to get worsening pain and pump refills were inconsistent (6-8 ccs more in the reservoir than expected). Managing doctor did catheter dye study and was unable to aspirate or push contrast through catheter. Deemed that something was happening. It was noted that the patient had a laminectomy in the past and the catheter was threaded through the laminectomy. The entire system was replaced. Patient was 3 days out from surgery and was doing much better with his pain. The replacement was successful.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name indura; product ID 8709 (serial: (B)(6)); product type: 0184-catheter; implant date (B)(6) 2005; explant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.